Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failure was likely due to outdated firmware and windows updates, compounded by the fact that the machine was not regularly restarted. A field service engineer cycled all cubies and drawers, reseated cables at the drawer and control board, and restarted the machine to push firmware updates to resolve the issue. After reboot several windows updates and firmware updates were queued and installed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer keeps failing. The customer reported that there was a delay in dispensing the medication. User was able to remove the med from another station. There were no adverse events or injuries reported as a result of this incident.